Event description:
A report was received that the patient was experiencing shocking sensation at a very low amplitudes. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced and two leads were added to attain bilateral leg coverage.

Manufacturer narrative:
Sc-1132 sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing shocking sensation at a very low amplitudes. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced and two leads were added to attain bilateral leg coverage.